Manufacturer narrative:
Some additional information about the event: the screw broke during the procedure, while implanting. The surgeon succeeded to retrieve all the broken parts from the patient. There was no delay in procedure, only a while to retrieve the broken screw. The procedure was completed with other screw, without any problems. That was an initial procedure and surgical technique was followed. Surgeon name: (B)(6). The information provided came from a health care provider. No other complaint for this batch number. We expect the screw for expertise.

Event description:
(B)(4). Incident occured in (B)(6): "it was reported that the screw was broken."

Manufacturer narrative:
Some additional information about the event: the screw broke during the procedure, while implanting. The surgeon succeeded to retrieve all the broken parts from the patient there was no delay in procedure, only a while to retrieve the broken screw. The procedure was completed with other screw, without any problems. That was an initial procedure and surgical technique was followed. Surgeon name: (B)(6). The information provided came from a health care provider. No other complaint for this batch number. We expect the screw for expertise. Follow up#1 : no clinic consequence for the patient - no delay. The screw was not returned. Conclusion of expertise about post-manufacturing data analysis and visual inspection with photography of the broken device: this batch of screws presents no manufacturing defects. Everything conforms to specifications. Based on the manufacturing process records for these batches of compositcp screws, the source of the defects cannot be attributed to the manufacturing conditions. The location of the screw breakage is typical of torsional breakage. Without further detail regarding the circumstances surrounding this case of breakage, we hypothesize that the origin of breakage is the following: the screw was driven along a trajectory that diverged from that of the tunnel, which led to a great deal of flexural and torsional stress within the body of the screw, especially when traversing the cortical wall. These stresses were compounded as the screw was used for femoral fixation. These combined stresses led to the deformation of the screwdriver lobe, which was almost null at the tip of the lobe, and greatest at the level of the screw head. The deformation of the screwdriver was then greater than the elastic limit of duosorb (the constituent material of the screw composed of 30% b-tcp and 70% pldl), which caused the screw to break. The conformity of the product is not in question. No corrective action. This file is now closed.

Event description:
(B)(4). Incident occured in (B)(6): "it was reported that the screw was broken".